Event description:
It was reported by a respiratory care manager that while managing two health care facilities using the device, it was noted that there was an increase of positive inspiratory line pressure (pip) with the device at one of the sites. When the user facilities measured unused devices, the pip values were reported as 21-22 cm h2o, after about 3 hours of use, but some of them demonstrated pip values as high as 41 cm h2o. It was also mentioned that the same nebulized medications and mechanical ventilators (puritan bennett 760, respironics esprit, and viasys vela) are used at both facilities. The facility is utilizing more nebulizers lately and the devices are removed during treatments. Instances of increased pip have been sporadic. While there have been a number of pneumothoraces, here were no direct patient correlations made with the device pip reports. Devices in use during increased pip and devices associated with normal pip were not retained for investigation.